Event description:
It was reported that rigid video laparoscope had leakage. There were no reports patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.